Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, abdominal pain lower, knee operation, gravida ii, parity 3 and abortion. Current weight (B)(6). Previously administered products included for birth control: mirena. Concurrent conditions included morbid obesity, irregular menstruation, low back pain, perineal pain and uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ibuprofen, paracetamol (tylenol 8 hour) and warfarin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia):vaginal"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced headache ("headaches") and migraine ("migraines"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, headache, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, headache, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons - hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: normal pelvic ultrasound for premenopausal patient. Endometrial thickness 7 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches were added. Outcome of pelvic pain updated to recovering / resolving. New reporters, patient information, lab data, medical history, historical and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, cramp in lower abdomen, knee operation, multigravida, parity 3 and abortion. Current weight 230 lbs. Previously administered products included for birth control: mirena. Concurrent conditions included obesity, irregular menstruation, low back pain, perineal pain and uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ibuprofen, paracetamol (tylenol 8 hour) and warfarin. On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia):vaginal"). In november 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced headache ("headaches") and migraine ("migraines"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, headache, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, headache, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons - hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: normal pelvic ultrasound for premenopausal patient. Endometrial thickness 7 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, cramp in lower abdomen, knee operation, multigravida, parity 3 and abortion. Current weight 230 lbs. Previously administered products included for birth control: mirena. Concurrent conditions included obesity, irregular menstruation, low back pain, perineal pain and uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ibuprofen, paracetamol (tylenol 8 hour) and warfarin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia):vaginal"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (((B)(6) 2019. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the headache, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, headache, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons - hysterectomy she received treatment for pelvic pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Imaging procedure - on (B)(6) 2015: result not provided. Ultrasound scan vagina - on (B)(6) 2017: normal pelvic ultrasound for premenopausal patient. Endometrial thickness 7 mm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. "Outcome of events pelvic pain and abnormal bleeding was changed to recovered/resolved". Lab data updated to assure confirmation test conducted "yes" and reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.